Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up. The implantable cardioverter defibrillator (ICD) was found in backup vvi mode. Technical support was contacted and determined an internal problem caused the ICD to enter backup mode. The device was reprogrammed and was successfully restored to normal function. The patient was stable with no consequences. During a follow-up. The device was found in backup mode. The device was reprogrammed and was successfully restored to normal function. The patient was stable with no consequences.